Event description:
It was reported that a capd disconnect y set leaked while connected to the drain bag. This occurred during use of the devices for peritoneal dialysis therapy. The patient was connected at the time of the event. The event was further described as ¿the junction where the tubing in the bag is looked like it melted and all the fluid ended up on the floor and not in the bag.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2024, reported as "last week." Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.